Event description:
Pt has undergone several treatments and procedures due to cancer. On (B)(6) 2013, pt had surgery for hernia repair. During implantation, pt experienced "horrific pain". After surgery, the surgeon and hospital administration came in to the pt's room to notify her that the mesh that was just implanted was expired. Surgeon states that he noticed it in the operating room after implantation and decided to leave it in. Pt is very concerned about having an expired product inside of her, which is now failing. Her small intestines are "poking through" the mesh, and her stomach looks "hilly". Pt has spent several weeks in the hospital in (B)(6) due to complications with mesh. Surgeon states that the mesh has to be removed but, pt has been very sick while undergoing chemotherapy and will not be able to have mesh removed until her chemo treatments are done. Pt states that the revision surgery "scares" her because the incision will have to start from the top of her breast bone all the way down her abdomen. Pt is requesting any information or research on "expired mesh".